Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Pt's father contacted dexcom technical support on (B)(6) 2011 to report that pt experienced a possible broken sensor wire. Upon removal, the sensor appeared to be half its usual length. Pt's father was unable to visibly confirm that the broken wire was under the skin but stated that he was not really worried about the sensor wire. No medical intervention was required, and pt was not experiencing any discomfort or symptoms of infection at the time of her father's call to dexcom technical support. During a f/u call by dexcom technical support on (B)(6) 2011, pt's father reported that the pt had not experienced any wire remove itself from the skin but had no problems since the incident.